Event description:
A medtronic representative reported an inaccuracy while navigating during a spinal fusion surgery. They were performing a revision tlif and when the system showed that they were next to the original holes, the surgeon reported he was actually in the old hole, about 3mm away. The site did a final spin at the end of the case and all screws were reportedly placed properly.

Manufacturer narrative:
A medtronic representative visited the site and performed a test spin (no patient present) with the o-arm and navigated accurately in all views with various instrumentation. Unable to reproduce issue. System navigated accurately during testing.

Manufacturer narrative:
No system files have been sent to the manufacturer for evaluation. As per further information from the original case reporter the hypothesis of the root cause for the inaccuracy is suspected frame movement. Software works as designed.